Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and performed planned maintenance for image acquisition system as per user manual. Unit would not expose. Found generator error and replaced starter board and supply board. Performed system checkout and unit was properly functioning and had been returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, product ID: bi71000577, product ID: bi71000230. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the system was unable to expose while in a planned maintenance. There was no patient present during the event.

Manufacturer narrative:
H3: the kit svc o2 bi71000576 starter upgd kit (serial/lot: (B)(6) rev. C) was returned to the manufacturer for analysis. Analysis found no failure. The kit svc o2 bi71000577 pcba supply board (serial/lot: (B)(6) rev. G) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d02, b01, c02 apply to the system (product ID: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)), and kit svc o2 bi71000230 pcba generatr bstr (serial/lot: (B)(6)). Codes d14, b01, c19 apply to the kit svc o2 bi71000576 starter upgd kit (serial/lot: (B)(6) rev. C), and kit svc o2 bi71000577 pcba supply board (serial/lot: (B)(6) rev. G). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.